Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing integrity counter (sic) on the right ventricular (rv) lead has increased significantly recently, that diminished sensing was observed and that there is possibly t-wave oversensing (twos) occurring. The lead remains in use. No patient complications have been reported as a result of this event.